Event description:
It was reported that after a trainer-assisted soft reset of the ilet pump, the device initially performed better at preventing low glucose, but the patient experienced two subsequent low glucose events with unclear cause. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and no definitive root cause established. It was concluded that the event was user-reported hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.